Event description:
Info received indicates there is no scale display due to fluid ingress onto the scale circuit board.

Manufacturer narrative:
The technician replaced the scale circuit board to repair the bed.